Event description:
It was reported that during a da vinci si surgical procedure, the antennas on the maryland bipolar forceps instrument broke. There were no missing or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering confirmed the customer reported failure mode as the top bipolar pin is pushed into the back end. Engineering concluded that the damage is likely due to mishandling. The instrument passed electrical continuity testing. Engineering evaluation also found that the distal end of the main tube has various scratch marks with light material removal. The scratches are short in length and are not aligned with the tube axis, suggesting the damage was caused by instrument collisions or rough handling. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The failure analysis finding does not constitute a MDR reportable event; however; the damage to the instrument's main tube, could likely cause or contribute to an adverse event if the malfunction were to recur.